Event description:
Additional information received noted that the patient had 2 manufacturer devices. It was noted that the patient couldn't get a doct or and that it had been a long time since the patient had heard from them.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 435135, serial# (B)(4), implanted: 2013 (B)(6); product type lead (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the patient had an infection and the system had to be removed on or around (B)(6) 2014. The patient was unsure of the exact day because she was ¿in and out of it.¿ the patient noted that the device was working, but when the infection began it was not working as well. The patient noted that there was no wound or scratch, but she was in pain and not feeling good. The patient went into the emergency room (ER) on (B)(6) 2014 and (B)(6) 2014 because of the infection. The patient was not sure if she was in a ¿test period¿ with her device. The patient did not want it to be taken out and the doctor would implant her next one when her infection healed. Two weeks later, it was reported that the cause of the event was a superficial wound infection over the implantable neurostimulator (ins). The patient was given antibiotics and wound care on (B)(6) 2014. The patient experienced pain, redness of skin, and wound discharge. The patient outcome was noted as no injury and the infection resolved.

Event description:
It was later reported that the patient had her enterra therapy device removed due to infection (B)(6) 2014. The patient needs to wait 1 year until she can have it re-implanted. The patient was currently at a hospital. The patient had not had food in the past 9 days and started a liquid diet today (2014 (B)(6)). The patient was admitted to the hospital (B)(6) and was very ill.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final analysis of neurostimulator model 3116 (lot # nhv105426h) showed no anomaly found. Final analysis of lead model 435135 (lot # nht018566n) showed lead body cut through, product segmented; no significant anomaly. Final analysis of lead model 435135 (lot # nht018565n) showed lead body cut through, product segmented; no significant anomaly.